Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer's blood glucose level was unknown. The customer stated that the sound on level 1 and 5 was the same. It was reported that the customer's insulin pump failed the test. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device also passed tone check and vibrate check on self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No hardware low level failures error noted during testing or in the formatted history file.